Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 02/2025).

Event description:
It was reported that during a vascular graft placement procedure, the device allegedly broke. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. Therefore, a device history record review is not required. Investigation summary: one impra carboflo graft in four segments were returned for evaluation. Gross visual evaluation was performed. The sample appeared to be bloody. Segment one measures approximately 38.5 cm. It was noted the beads were dislodged on one end. In addition there was a hole in the graft and the bead was broken approximately 34.4 cm from the distal end. Segment two measures approximately 28.0 cm. There was portion that was flattened approximately 22.0 cm from the distal end. Segment three measures approximately 11.8 cm from end to the flared end. Segment four measured approximately 1.6 cm in length and the beading was dislodged at one end. No sutures noted. Therefore the investigation is confirmed for the reported torn material, as the sample was received in four segments and the bead was found to be broken. The definitive root cause for the reported torn material issue could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a vascular graft placement procedure, the device allegedly broke. There was no reported patient injury.